Manufacturer narrative:
An event of two instances of pneumothorax post-procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported pneumothorax could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as the patient received a chest tube. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2024, a 18mm amplatzer amulet left atrial appendage occluder was implanted in the patient. The patient had two instances of pneumothorax after the procedure. The patient received a left chest tube on (B)(6) 2024 and again on (B)(6) 2025. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.